Event description:
It was reported that there were 49 tubes with foreign matter in gel or tubes, 26 tubes with air bubbles in gel, and 2 tubes that were damaged prior to use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x7; damaged tube x2; dirty shield x2; black spot in tube x2; dirty tube x38; air bubbles in gel x26.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were 49 tubes with foreign matter in gel or tubes, 26 tubes with air bubbles in gel, and 2 tubes that were damaged prior to use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x7, damaged tube x2, dirty shield x2, black spot in tube x2, dirty tube x38, air bubbles in gel x26.